Manufacturer narrative:
One fast-cath transseptal guiding introducer was received for investigation. A leak was noted at the hemostasis hub and air aspirated into the syringe during functional testing. The hemostasis hub of the introducer was able to rotate freely, consistent with the leak. Dissection of the hemostasis hub revealed all components of the hemostasis hub were present and met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the loose hemostasis hub and subsequent leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an atrial fibrillation ablation procedure, after inserting the sheath into a patient prior to insertion of catheters, air was aspirated into the syringe that was connected to the extension port. The proximal end of the sheath shaft was noted to rotate. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.